Event description:
It was reported that after a bariatric procedure, the patient developed a post-operative leak on (B)(6) 2014 and then passed away. The original procedure was performed on (B)(6) 2014 and no issues were noted with the device function at the time of the original procedure. Buttressing material was not used. Blue and white cartridges were reported as being used. The original procedure was converted to open because the patient could not tolerate the trendelenburg position and the insufflation in the peritoneum. It was noted that normal post-operative tests could not be performed due to the size of the patient. The post-operative leak that occurred was believed to be from the staple line on the gastric pouch where the ple60a device was used. A reoperation was performed on (B)(6) 2014, but it was unknown how the leak was corrected. The patient expired over the following weekend ((B)(6) 2014). The cause of death was unknown. The patient was male with a bmi in the upper (B)(6).

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: sales rep reported the following product codes were used in the original procedure: harh45, tlc75b and eea25. The quality issue was believed to be with the ple60a.

Manufacturer narrative:
(B)(4). Company medical safety officer spoke to surgeon. Patient weight (B)(6). Brought to the or for bypass. During the procedure the patient became unstable due to the patient position with pneumoperitoneum. Procedure was converted to an open procedure. Gastric bypass was completed with no issues noted with the stapling devices. Over the next three days the patient¿s hemoglobin went down gradually. No additional scans/tests could be done due to the size of the patient. Exploratory lap was performed three days later. Intraluminal bleeding was identified in the jejunojejunostomy. The j to j was expanded and caused a leak. A drain and gastric tube was placed, but the leak could not be fixed at this time. Patient developed acute kidney injury and had pulmonary problems and expired 2-3 days later. Potential cause of death identified as patient factors - acute kidney injury/pulmonary issues.